Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that almost 1 year after the dental implant was installed in intraoral region# 9, it was verified its non- osseointegration. The 30 ncm of primary stability was achieved and immediate load was executed. The patient presented insufficient bone quality/quantity (bone type ii), and bone graft was executed.